Event description:
It was reported that the lead exhibited high impedance. It was suspected that the helix had not been fully extended at the time of implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. The helix/lobe was distorted/bent, blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. Blood/body fluid was found on the proximal conductor (not obstructed), and all conductors were distorted. The outer insulation was breached cut and exhibited a cosmetic depression. The lead appeared to have been stretched and exhibited apparent explant damage. The analyst noted that the lead was returned with the helix partly retracted and bent, with blood and tissue present. It was not possible to determine at this time if the helix was bent during or post implant, but other explant damage was visible. A bent helix is consistent with extension/retraction issues.